Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high impedance. Fracture was suspected. The lead remained implanted and was no longer used. A new system was implanted on the opposite side of the body. There were no adverse consequences to the patient.